Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the non-tortuous and severely calcified distal left main and proximal left anterior descending artery. A 2.25 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. However, while crossing the lesion, the stent shaft broke at approximately 15cm from the hub. The device was pulled out intact, then broke completely outside of patient's body. Another 2.25 x 12mm synergy des was used and completed the procedure successfully. No patient complications were reported.